Event description:
It was reported that the ilet user performed an incorrect supply change by skipping the fill tubing step, after which an agent guided the user to use the fill tubing only function, confirm drops, insert a new infusion set, and fill the cannula, after which insulin delivery resumed and blood glucose was unaffected. There were no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user error related to supply change steps with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.